Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a damaged/cracked main body. The cause of the damage could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was cracked, no leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use on the patient for about one (1) month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.